Manufacturer narrative:
Reported as: on unreported dates during these 3 years. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritoneal inflammation. The cause was not reported. It was not reported if the patient was hospitalized for the event. The patient was treated with unspecified anti-inflammatory drug injection (dose and frequency not reported) and an unspecified anti-inflammatory drug that was added into the dianeal bag (dose and frequency not reported). The patient recovered from the event, and dianeal therapies were ongoing. The reporter declined to provide further information. No additional information is available.